Manufacturer narrative:
No product will be returned. The customer¿s complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported they noted a tubing set that ballooned. There was no report of patient harm.

Manufacturer narrative:
The customer¿s complaint of a bulge/balloon in the silicone segment was confirmed per a picture received from the customer. It was observed per the picture that the silicone segment tubing had a ballooned bulge near the upper fitment. The root cause for this event could not be determined.